Event description:
Patient was admitted to the hospital on (B)(6) 2013 with hyperglycemia. Patient was treated over (B)(6) 2013 and (B)(6) 2013 with an insulin drip and cipro. The patient was in dka. At 1618 on (B)(6) 2013, the patient received a reading of 94 mg/dl on the inform meter, and felt drowsy. At 2030, the patient was unresponsive and the patient gave a reading of 48 mg/dl on the inform meter. At 2102, the patient gave a reading of 42 mg/dl on the inform meter and was still unresponsive. Another reading of 84 mg/dl was taken immediately at 2102. The staff believed the reading of 84 mg/dl was correct and did not treat the patient, even though she was unresponsive. A lab draw was performed at an unspecified time and reported back at 2134 as 41 mg/dl. The patient was treated with two 31-gram treatments of instaglucose, and two glasses of cranberry juice, based upon the lab result. The patient became responsive. The patient remained in the hospital until (B)(6) 2013. Requested return of suspect device and strips; however, strips have been used up and will not be returned. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.